Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is proximal tibial periprosthetic fracture with tibial implant loosening and subsidence; bone quality appears mildly osteopenic; marked varus malalignment of the knee. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral component option for cemented use only size f left catalog # 00576401651 lot # 62375267 articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 14 mm height catalog # 00596203214 lot # 62465835. All poly petella standard cemented size 29 mm diameter 8.0 mm thickness catalog # 00597206529 lot # 62536452. Headed screw 48 mm length catalog # 00579104100 lot # 62524970. Headed screw 48 mm length catalog # 00579104100 lot # 62550685 . G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
It was reported patient underwent a revision procedure post implantation due a fractured tibia caused by a fall. Attempts to obtain additional information have been made; however, no more is available at this time.